Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the pump was alarming or beeping. The reporter stated the patient's pump went empty/dry in (B)(6) of 2015 because a refill was not scheduled in time. The pump was refilled and the dose was lowered because the patient went about a week without medication in the pump and was alarming. The reporter could not recall the exact date the pump started alarming. It was noted it was the reporter's fault the refill was not scheduled, which resulted in the pump running out of medication in (B)(6) of 2015. The issue was resolved once the patient's pump was refilled and the dose was adjusted. It was further noted that the patient has not had a refill since (B)(6) of 2015. The patient's refills were usually every 6 months. The patient's next refill appointment was scheduled for (B)(6) 2016. The reporter checked the personal therapy manager (ptm) and it displayed the patient was good until (B)(6) 2016. It was discussed that the ptm was displaying the refill due date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.